Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8120886. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a syringe 0.5ml 31g 6mm s/c u-100 relion needle hub separated inside of shield when shield was removed before doing injection. The following was reported, "relion consumer reported needle hub separated inside of shield when shield was removed before doing injection, problem occurred within the past two weeks. Lot 8120886, product # 328520, no exp date provided. Does not re-use. Samples discarded, sending replacement box to pharmacy."